Event description:
Information received indicates surgeon alleges valve-related death due to possible thromboembolic event. Pt expired four or five days following implant due to clotting of the contegra device; the exact date of death was not provided with the report.